Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with syringe barrel warped, needles bent and scale print was smudged.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A review of the device history record was completed for batch# 8092823. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for barrel damaged, needles bent and scale print smudged/illegible on lot # 8092823. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with syringe barrel warped, needles bent and scale print was smudged.